Event description:
A customer reported that the adc device would not power on with button or strip insertion and was unable to monitor glucose. The customer became dizzy and sweaty, consequently losing consciousness. A family member administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "second week of (B)(6)." All pertinent information available to abbott diabetes care has been submitted.